Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose. Reportedly, customer did not have a form of backup therapy and declined tandem technical support follow up to ensure backup therapy was obtained.